Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
This reported that cardiosave intra-aortic balloon pump (iabp) had a helium gauge issue during a routine check by the customer. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, h2, g6, h11. Corrected field: g3. In the initial emdr the g3 (date received by mfg) field was left blank in error, it has been populated in this follow up emdr 1.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a